Event description:
The brother of a male patient contacted lifecor customer support in 2009, to alert us that his brother had passed away two days prior, while wearing the lifevest. The patient's brother downloaded. The download revealed that the patient received three shocks from the lifevest. The patient's brother reported "the doctor said the patient's heart just gave out". He stated that the patient was sitting in a chair watching tv when his eyes went side and the patient went limp. He stated the monitor alarmed and the device treated him. The patient started breathing again. Then the patient went limp again and the device alarmed a second time. The emts arrived and started CPR. The patient did not survive to the ER.

Manufacturer narrative:
Monitor electrode belt . Device evaluation - all the equipment was fully functional. It was refurbished, retested restocked. From the flags it can be seen that the device properly treated the person twice. A third shock was given, but the shock was probably due to CPR motion. The event analysis is attached. Conclusion: a man received two appropriate shocks and one shock probably due to CPR motion artifact. Although the first two shocks converted the vt/vf into a slower rhythm, he did not survive to the ER.